Event description:
Additional information received indicates the infection was not resolving, as such surgical intervention took place wherein the entire system was explanted to address the issue. Reportedly, the infection is being treated with oral antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03341. It was reported that the patient experienced an infection at the lead incision site. As such, the patient went ER on (B)(6) 2023 and was admitted. The infection was treated with IV antibiotics. The patient was discharged on (B)(6) 2023 with oral antibiotics to address the issue.